Event description:
As reported by a physician: the 7fr introducer was attempted to be removed by grasping the handles and pulling up the sheath. There was some friction from the pocket while pulling up on the sheath. During the removal of the sheath, both handles came off of the sheath tube, and the tube remained in place. The sheath tube was retrieved with forceps. There was no impact to the patient.